Manufacturer narrative:
Product complaint # ==> (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿unk date and name of index surgical procedure?¿gynecology surgery, detail was unk the diagnosis and indication for the index surgical procedure?¿malignant what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿unk on what tissue was the suture used?¿fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not report with abnormality when beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision?¿some of surgeons of the hospital may not follow the rule. After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes?¿some of surgeons of the hospital may not follow the rule. Did the surgeon then proceed with wound closure in the opposite direction of the first pass?¿some of surgeons of the hospital may not follow the rule. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure?¿some of surgeons of the hospital may not follow the rule. Were two reverse stitches performed across the incision prior to closure?¿yes did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿no can you describe the appearance of the stratafix suture during second procedure?¿no breakage onset date of the hernia? (# of days post op)¿unk date of re-operation?¿unk other relevant patient history/concomitant medications?¿unk lot number¿unk.

Event description:
It was reported that a patient underwent an unknown ob-gyn surgery around (B)(6) 2023 and barbed suture was used on the fascia. Then, hernia occurred and re-operation was performed. The product itself was not damaged, and it seems likely that there was a problem with the way the needle was applied to the tissue. It is possible that the needle was not placed over the fascia and the tissue was not stitched properly. It is possible that the needle was not being applied to the fascia and only fatty tissue was being picked up, possibly leading to the hernia. There has been no problem since the re-operation. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? When beginning the running suture, did the surgeon take the first pass above or adjacent to the incision in a direction away from the incision? After taking the first pass away from the incision, did the surgeon then take a pass of tissue perpendicular to the initial pass? If so, how many perpendicular passes? Did the surgeon then proceed with wound closure in the opposite direction of the first pass? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure? Onset date of the hernia? (# of days post op) date of re-operation? Other relevant patient history/concomitant medications? Lot number?